Event description:
The pt fell backward twice. Afterward, stimulation was intermittent. Movement produced stimulation changes, but palpation did not. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).